Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 489 mg/dl. The customer experienced body aches, chest pain and stomach aches. The customer changed the infusion set two days prior to the event. On the second day, after the infusion set change, she woke up with a blood glucose reading of 71 mg/dl. Two hours later, she was at 515 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer did not have the tubing clamp for the high pressure test. Advised that a tubing clamp would be mailed to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.